Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this csp lead showed loss of capture leading to dizziness and syncope. The patient was hospitalized. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The devices were not returned for analysis. The analysis is therefore based on the received data, as well as the inspection of the quality documents associated with the manufacture of the devices under complaint. The manufacturing processes for the devices were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. Analysis showed that the high ventricular rate reported via home monitoring resulted from a calculation artifact in the mean heart rate within the home monitoring system and did not correspond to a true arrhythmic event. The corresponding values calculated by the programmer device are correct. The reported increase in thoracic impedance was confirmed by analysis and occurred in conjunction with the mode change from dddr biv pacing to lv-only pacing. The timing of thoracic impedance measurement differs between modes: it is triggered by lv pacing in lv-only mode and by rv sensing in biv mode. This is therefore likely to have caused the observed trend break in the measured values. With regard to the reported csp non-capture, the analyzed data did not indicate any device malfunction. In summary, the reported high ventricular rate home monitoring alert was due to a calculation artifact in the mean heart rate and did not correspond to an actual arrhythmic event. The observed increase in thoracic impedance coincided with the mode change from dddr biv to lv-only pacing and is likely explained by differences in the timing of impedance measurement between modes. The root cause of the csp non-capture could not be determined based on the data available for analysis. There was no indication of a material or manufacturing problem in either the lead or the ipg under complaint.